Event description:
An eye care professional reported that a previous toric contact lens wearer was prescribed durasoft 2 optifit toric contact lenses. Pt presented with report of discomfort & pain, right eye > left eye, since yesterday, but continued lens wear. Slit lamp examination revealed right eye central edema, 5-6 mm opacified area with staining which appeared to be an ulcer; os with trace edema but no staining reported. Prescribed genteal, oral pain meds and vigamox every hr for right eye and every other hr for left eye. F/u scheduled next day. Several requests have been made for add'l info, however no further details have been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." The device history records & sterility records have been reviewed by mfg and found to be in compliance.